Event description:
It was reported from (B)(6) that the patient was hospitalized and had a heart transplant due to a mediastinal infection "due to driveline infection (probably)". The pump was explanted and stored in the manufacturer's kit to be returned to the manufacturer.

Manufacturer narrative:
Additional information was received reporting that at the time of pump implantation patient developed an inferior superficial sternal wound infection which was treated with antibiotics and further primary closure. There was a documented driveline exit site infection due to pseudomonas aeruginosa from (B)(6) 2014. The patient was treated with ciprofluoxacine po as outpatient and further addition of imipenem IV as inpatient. Swab and blood cultures were performed weekly in the last two months before transplant: swabs were constantly positive for pseudomonas aeruginosa, two blood cultures were positive for the same bacteria (last one 10 days before transplant). The patient was always very compliant with the previous treatments and strictly followed medical indications. The patient and his wife were well educated in dressing change techniques and were very compliant following medical indications. Other risk factors for infection were reported as diabetes type ii. The pump was explanted as status 1 (urgent) and the patient had a heart transplant. "The patient is well now." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Local, driveline and major infection are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.